Event description:
Filter did not open when deployed. The filter shot through the vena cava through the heart and is lodged in the left pulmonary artery unopened. Another filter was placed and it opened up properly. No pt injury.

Manufacturer narrative:
The films were reviewed by a b. Braun rep. A competitor's filter was located in the right atrium. Additional info provided by the implanting physician indicated the filter was implanted two years ago. Based on the image provided the event description can not be reconciled with the film. It would not be possible for the b. Braun filter to pass through the previously implanted competitor's filter, therefore, no specific conclusions can be drawn.